Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. There was no substance found. There was no substance found. A possible failure to have caused what the customer experienced may be due to incorrect cleaning practices; however, this cannot be confirmed. Service completed any necessary maintenance and repairs.

Event description:
It was reported that there was an unk residue leaking out of the handpiece after the cleaning process. There was no pt involvement. There were no adverse consequences reported as a result of this event.